Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, target lesion was in the calcified and mildly tortuous distal right coronary artery (rca). An apex monorail 15mm x 3.00mm was advanced to treat the target lesion. During the first attempt to inflate the device, the balloon ruptured at between 6 and 8 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".